Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 400 mg/dl and a correction bolus was delivered in an attempt to lower the bg level. The customer was admitted to the hospital on (B)(6) 2016 for diabetic ketoacidosis (dka) and was treated with water and an intravenous drip. The customer's bg level and dka were resolved and the customer was to be discharged on (B)(6) 2016. Although requested, confirmation of the customer's discharge date was not provided.